Manufacturer narrative:
Other text: device evaluation: one level 1 hotline low flow system was returned for analysis. Visual inspection performed, and product found with cracked and damaged tank cover. The device was started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on power switch. The customer reported problem was confirmed. The visual inspection found the tank cover to be damaged and after a short time running the device it began to leak. According to the investigation, the reported issue was caused by overtightening screws and possible drop which was caused by customer damage. Investigator replaced the pump tank cover. The problem source of the reported problem is user interface.

Manufacturer narrative:
Other, other text: additional information: issue discovered during testing. No patient involvement. Information added to section b5.

Event description:
Additional information: issue discovered during testing. No patient involvement.

Event description:
It was reported that the reservoir on the level 1 hotline low flow system (hl-390) was cracked. No patient injury or complications were reported in relation to this event.